Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced lens rotation not associated with low vaulting. The lens was repositioned but this did not resolve the problem. The lens was exchanged with a same length but spherical lens and this resolved the problem.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: len was returned in a micro-centrifuge vial, dry with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4)